Manufacturer narrative:
The device in question was returned to the manufacturer on novemeber 28,2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope was bent while in use, no adverse results on the patient and the procedure was not delayed. On (B)(6) 2024 we got new information regarding the reported incident. The procedure was aborted and rescheduled due to the bent scope.